Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm or perform the self test, off no power test, unexpected restart error test, prime test, occlusion test and no delivery test due to motor error alarm. Pump passed the stop current and run current tests. Pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer indicated that the pump was worn in or around an MRI machine. Troubleshooting found that the customer was able to clear alarm after a battery change but the pump alarmed motor error again. Customer then indicated that the issue was resolved by a complete set change. The product will be returned.